Event description:
It was reported by a customer that a stent "deploys" from the balloon creating problems. Customer asked if there is a prep that needs to be performed. No further information has been provided.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted. Associated file MDR# 1219977-2015-00129.